Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out, therefore, we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related defects and reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.

Event description:
Caller reported an ICU patient experienced a loss of air pressure. The staff alerted the attending doctor and the ett was removed. Patient was reintubated without harm. Customer confirmed the item was pretested before use.